Event description:
A male patient was in surgery for a bladder tumor removal. During the removal procedure the surgeon commented that the catheter tip had broken and was immediately retrieved from inside the patient.